Event description:
Pt with large, multilobed left wide necked posteroinferior cerebellar artery aneurysm (pica) with underlying narrowing of the origin of the pica. The neuroform 3.5x20 mm device encountered significant resistance of the delivery passing into the pica due to calcification at the base. Balloon and stent assisted coil embolization were terminated (stent not deployed) when the delivery system hit the plaque which resulted in a pinhole rupture of the origin of the pica. Successful temporary balloon occlusion with spontaneous stasis of the leak was obtained. The patient went on to re-bleed and subsequently expired.